Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, loss of capture on left ventricular lead was observed. Lead was testing normal through psa. Another device was used and similar issue was noted. Lv lead was testing normal through psa and was showing loss of capture during threshold testing when connected to the device. Device was not used and was replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.